Manufacturer narrative:
The scale was requested for return to the manufacturer for investigation. No injury to the user was reported. An investigation will be conducted but has not yet begun. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user stated they accidentally inserted the provided batteries backwards into their scale. The user reinserted the batteries the correct way and observed melting of the plastic around the batteries. The user repeated this process with their own (B)(6) batteries and observed the same result. No injury to the user was reported.